Event description:
While in the patient, the splines of the ablation catheters inverted several times. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).